Manufacturer narrative:
Unit passed all functional tests including displacement, and self tests. No software error detected was noted during testing; however, software error detected (file number = 58769, line number = 58769) is found in the pump history file due to a problem that requires hardware analysis. No hardware low level failures was noted during testing either; however, hardware low level failures is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customers insulin pump received multiple pump error alarm. The customer blood glucose was unknown. The customer reported that they had multiple pump error alarms recurring. It was reported that the pump error alarms were cleared during rewind. The insulin pump will be returned for analysis.